Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.